Manufacturer narrative:
Age at time of event: late 40's. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2015, a 24x70/11fr 75cm wallstent® endoprosthesis was implanted in the left common iliac vein. However, 4 to 5 days later, the patient came back verbalizing "hey my leg is swollen." It was noted that the stent had thrombosed. The patient was hospitalized, was treated with thrombectomy and thrombolytics for two days, and subsequently underwent angioplasty and stenting of the left external iliac vein. No further patient complications were reported and the patient was doing much better post procedure.